Event description:
On(B)(6) 2021, zyno received a report that the pump with an unknown serial number alarm settings reverts back to the previous setting after it is changed. The alarm still works, volume just reverts to the previous setting once it is turned off. Patient involved. Patient was not harmed.